Event description:
It was reported that a patient experienced a pericardial effusion. The physician suspected a perforation occurred when placing the cs catheter or during manipulation of the mapping catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).